Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The reporter decline to provide additional information to allow for follow up. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted ,she has experienced corneal swelling, feeling disoriented, blurry vision, nausea, and trouble driving. She does not want to disclose any further information.